Event description:
It was reported that an alert was received via remote transmission showing non-sustained lead noise due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).